Event description:
The account generated a falsely depressed axsym total psa result on a patient specimen after the axsym instrument was moved within the laboratory. No impact to patient management was reported. Data provided: axsym total psa = 2.74 ng/ml (after axsym move). Axsym total psa = 7 ng/ml (expected result, after service visit). Total psa historically generated = 5 ng/ml, 6 ng/ml.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is completed.